Manufacturer narrative:
Date of event: (B)(6) 2022. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel channels were flushed with uno-flush detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with neodisher endoclio achie 4% detergent and miatech endoscopic brushes. The scope was not manually disinfected. The aer used was a soluscope along with soluscope cln detergent and soluscope par disinfectant. The scope was stored in a plasma typhoon. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels and distal end of the scope were cultured. No bacteria were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the distal end cap had impact points and the bending section cover was porous. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a microbiological test was performed on the evis exera iii gastrointestinal videoscope. On (B)(6) 2022, the aspiration channel tested positive for seventeen (17) colony forming units (cfus) of enterobacteriaceae. The scope was quarantined because for not passing the hygiene test. The scope will be cleaned and retested. An additional scope was reported as testing positive for bacteria. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 02-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.